Event description:
I had hernia repair surgery in 2001 and went back to work, after a yr of light duty, I was sent back out for heavy lifting because we were short handed. I picked up something heavy and felt a pop, and pain started. I have been to all kinds of drs and many tests run. My surgeon sent me to a pain specialist and I am on morphine everyday. The pain is getting worse to the point I cannot do anything but lay in bed. If I walk or sit upright too long, the pain gets worse. I have an ethicon pm11 patch from the hernia surgery. The pain runs along my testicles and down my leg. The patch is still in me and I am wondering should I have it removed. It is tender to the touch in that area, I have gained weight because of the inactivity and now am dealing with high sugar problems, along with a multitude of other health issues due to the medications for pain. I need help, and no one has an answer. They are telling me it is nerve damage, but not saying it is related to the patch. Prod: prolene mesh 3 x 6. Dates of use: 2001, still implanted. Diagnosis or reason for use: indirect hernia repair.